Manufacturer narrative:
The technician found the brake casters and brake steer caster are the cause. The technician replaced the brake casters and brake steer caster to resolve the issue. Based on the information, no further action is required.

Event description:
The technician reported the stretcher was found in the accounts storage area and the brake casters do not hold while in brake mode. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).